Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas displayed a persistent alert 65 after the user performed fill tubing and fill cannula, followed by multiple restarts, and the alert recurred, indicating an audio alarm malfunction with an occlusion alert and an audio over/under current condition; the device was replaced and the original was returned. Symptoms included no reported changes in blood glucose and no injury. Outcomes included no medical intervention and no hospitalization. Investigation included collection of event details, and receipt and inspection of the returned device. Investigation of this case revealed a device alarm consistent with an audio over/under current condition leading to restart behavior, indicative of an audible alarm malfunction associated with the pump¿s audio subsystem. It was concluded that the cause was an electrical malfunction of the audio circuit consistent with product performance issue.